Event description:
Medtronic received a report that a pipeline failed to deploy in the center of the stent. It was reported that a twist occurred in the middle of the stent during the development of the product. The system was pushed, pulled, and resheathed to resolve the twist, but it was not resolved. The device was collected because it was not resolved after several attempts. The pipeline was resheathed and retrieved with the microcatheter. A new pipeline was used and placed without any problems. Pta was performed and completed. The pipeline center was positioned in a bend. More than 50% of the pipeline had been deployed whenit failed to open. The pipeline was resheathed 3 or more times. There were no other steps or other devices required to open the pipeline. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a rist 106f-071-105 guide catheter, rist 107f-079-105 guide catheter, 8f fubuki xf guide catheter, phenom 27 microcatheter, chikai14 guidewire, and navien 058. Additional information was received that the patient was undergoing surgery for treatment of an aneurysm of the clinoid (c5) segment with a max diameter of 7mm and a 4mm neck diameter. There was no breakage to the delivery wire, but slight deformation of the stent twist region. There were no abnormalities in resistance during pipeline delivery or in the concomitant catheter. Additional information received that percutaneous transluminal angioplasty (pta) was performed. New ped: ped2-500-16 lot:b754385. The patient was treated with general anesthesia. Lesion characteristics include a right internal carotid paraclinoid lesion location measuring 6mm. Vessel tortuosity was moderate to severe. There was no patient change from preoperative status. No patient symptoms or further complications were reported as a result of this event. There are no procedural / post-procedural imaging (CT,¿angio, etc.) Available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.